Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.

Event description:
(B)(4), site #006, subject #011. On (B)(6) 2010, an advance male sling was implanted. During a follow-up visit on (B)(6) 2010, it was reported that the patient had numbness on the right side of his scrotum, reported as "right hemi. Scrotum hypoesthesia"; onset date 11/15/2010. On 01/25/2011, it was reported the patient continues to have scrotal numbness. No treatment was recommended; event status: continuing.